Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sm41393174) that was used with the complaint device was returned for evaluation on (B)(4) 2015. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the pediatric receiver (part number stk-kd-blu/serial numbers (B)(4)/lot number 51594876), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. The receiver was opened for further evaluation. The device failed the calibration and paring test. The reported event of an intermitent out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.